Manufacturer narrative:
An event of difficulty passing sheath across septum during the transseptal puncture and thrombus in la was reported. It was reported that the delivery sheath and pigtail catheter were both aspirated in attempt to remove the clot and were removed from the patient. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12f amplatzer torqvue 45x45 delivery sheath was elected to implant a device. During procedure, the physician struggled getting sheath across septum during the transseptal puncture (tsp) and did not want to administer heparin until the sheath was successfully across the septum. Heparin was not immediately given post tsp. Several minutes passed with equipment in left atrium (la) before heparin was given. The first activated clotting time (act) level was 227 seconds and did not demonstrate therapeutic levels. Additional heparin was administered, and the second act was 293 seconds. A thrombus noted in la while the physician was trying to access left atrial appendage (laa). The delivery sheath and non-abbott pigtail catheter were in the la at the time. The delivery sheath and pigtail catheter were both aspirated in attempt to remove the clot. Both the delivery sheath and the pigtail catheter were carefully removed from the patient, and thrombus was noted on the tip of the pigtail catheter. Thorough transesophageal echocardiogram (tee) imaging did not show a thrombus anywhere else in the heart or surrounding areas. The procedure was then aborted, and patient was taken to the intensive care unit (ICU) for observation and to remain on a heparin drip overnight. The patient was reported as stable.